Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Six months post filter deployment, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed there has been interval placement of an inferior vena cava filter and the apex of the filter was at approximately the l3 level. Filter limbs to be extending outside the inferior vena cava wall. Heterogeneous retroperitoneal soft tissue was encasing the inferior vena cava (ivc) and aorta in the presence of an inferior vena cava (ivc) filter. A retroperitoneal hematoma of uncertain age because of the inferior vena cava (ivc) filter perforation was suspected. The prongs of the filter appeared to extend outside the inferior vena cava wall, very close to the right wall of the abdominal aorta and lumbar vessels. Mild luminal narrowing of the aorta. Next day, the patient presented with back pain. Subsequent computed tomography (CT) revealed that the struts of the filter extend beyond the inferior vena cava into the adjacent fat as well as psoas muscle. On the same day, a cavogram or venogram study was done which showed protrusion of the inferior vena cava filter prongs through the vena cava but there was no active extravasation of contrast. Demonstrated trapped thrombus in the recovery filter as well as filter legs lying outside the vena cava. Therefore, the investigation is confirmed for the perforation of the ivc. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b5, b6, d4, g4, h6 (patient: (B)(6)). H11: h6 (patient, device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six months post filter deployment, the patient presented to the hospital with complaint of abdominal pain. A CT scan demonstrated that filter limbs extending beyond the caval wall with the presence of a retroperitoneal hematoma. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: the patient presented to the hospital with complaint of chest pain and CT scan demonstrated pulmonary emboli. During the hospital admission, the patient continued to have hemoptysis and the decision was made to stop anticoagulation and place a filter. Four days post hospital admission the patient was schedule for filter placement. The patient was prepped and draped in sterile fashion. The right groin as accessed and a vena cavagram demonstrated a normal caliber vena cava without thrombus. A vena cava filter was deployed and completion vena cavagram demonstrate the filter to be in satisfactory position below the lowest renal vein. Five days post filter deployment, the patient was discharged home. Approximately six months post filter deployment, the patient presented to the emergency department with complaint of right sided abdominal pain. CT scan demonstrated filter limbs extending outside the inferior vena cava wall. Heterogeneous retroperitoneal soft tissue was encasing the ivc and aorta in the presence of an ivc filter. A retroperitoneal hematoma of uncertain age as a result of the ivc filter perforation was suspected. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the lowest renal vein. Six months post filter deployment a CT scan demonstrated the filter limbs to be perforating the ivc wall. A retroperitoneal hematoma was identified believed to be associated with the ivc filter limb perforation. Based on the medical records, the investigation can be confirmed for filter limb perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with diagnosis of pulmonary emboli and the stopping of anticoagulation was scheduled for filter placement. Approximately six months post filter deployment, the patient presented to the hospital with complaint of abdominal pain. CT scan demonstrated filter limbs extending beyond the caval wall with the presence of a retroperitoneal hematoma of uncertain age. No additional information was provided in the medical records received.